Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain / pain pelvic') in a 37-year-old female patient who had essure (batch no. A02552) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, fibroids, endometrial biopsy abnormal, cyst of ovary, left lower quadrant pain, trauma, fracture, wrist pain, vulvovaginal pain, insomnia, concentration impairment, pain in elbow and vaginal pain. Previously administered products included for an unreported indication: mirena from (B)(6) 2010 to (B)(6) 2012. Concurrent conditions included overweight, malignant neoplasm of cervix uteri, endocervical squamous metaplasia, cone biopsy of cervix, vaginal laceration, vulvovaginal pain, cervical intraepithelial neoplasia iii, loop electrosurgical excision procedure, seasonal allergy, hyperlipidemia, breast mass, breast pain, human papilloma virus infection, cervical high grade squamous intraepithelial lesion, back pain, coccydynia, cellulitis, rash, motion sickness, painful r arm, carpal tunnel syndrome, pain in elbow, abdominal pain upper, weight loss, gastric disorder, gastroesophageal reflux disease, dysphagia, heartburn, right upper quadrant pain, pancreatic disorder, bloating, nausea, vomiting, night sweats, irritability and acute gastritis (without hemorrhage). Concomitant products included fluoxetine hydrochloride (prozac) since (B)(6) 2012 for depression and anxiety as well as esomeprazole (B)(6) 2016 to (B)(6) 2017, estradiol cipionate;medroxyprogesterone acetate (lunelle), fluticasone from (B)(6) 2012 to (B)(6) 2016, levonorgestrel (mirena) since december 2010, lorazepam from (B)(6) 2012 to (B)(6) 2016, medroxyprogesterone acetate (depo-provera) (B)(6) 2012 to (B)(6) 2012, pantoprazole from (B)(6) 2016 to (B)(6) 2016, salbutamol (albuterol) from (B)(6) 2012 to (B)(6) 2017 and venlafaxine from (B)(6) 2012 to (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient was found to have weight decreased ("weight gain / loss specify which one: weight loss"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression/ psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish/ psych injury/ anxiety"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), vaginal infection ("vaginal infection") and allergy to metals ("nickel allergy"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and vaginal infection had resolved, the vaginal haemorrhage, menorrhagia, depression, anxiety and vulvovaginal pain was resolving, the weight decreased had not resolved and the allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: tubal ligation was done. Plaintiff received treatment for pelvic pain, abdominal pain, dysmennorhea (cramping), psych injury and vaginal infection. 4 coils seen on the right, no coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2012: an iud is malpositioned in the lower uterine. Segment with one of the horizontal arms embedded in the myometrium on the left side. Lot number: a02552 manufacture date: 2012-04 expiration date: 2015-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain / pain pelvic') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, fibroids, endometrial biopsy abnormal, cyst of ovary, left lower quadrant pain, trauma, fracture and wrist pain. Previously administered products included for an unreported indication: mirena. Concurrent conditions included morbid obesity, malignant neoplasm of cervix uteri, endocervical squamous metaplasia, cone biopsy of cervix, vaginal laceration, vulvovaginal pain, cervical intraepithelial neoplasia iii, loop electrosurgical excision procedure, seasonal allergy, hyperlipidemia, breast mass, breast pain, human papilloma virus infection, cervical high grade squamous intraepithelial lesion, back pain, coccydynia, cellulitis, rash, motion sickness, pain in arm, carpal tunnel syndrome, pain in elbow, abdominal pain upper, weight loss, gastric disorder, gastroesophageal reflux disease, dysphagia, heartburn, right upper quadrant pain, pancreatic disorder, bloating, nausea, vomiting, night sweats, irritability and acute gastritis (without hemorrhage). Concomitant products included fluoxetine hydrochloride (prozac) since (B)(6) 2012 for depression and anxiety as well as medroxyprogesterone acetate (depo-provera) (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient was found to have weight decreased ("weight gain / loss specify which one: weight loss"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (surgical removal of coil(s)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety and vulvovaginal pain was resolving and the weight decreased had not resolved. The reporter considered anxiety, depression, menorrhagia, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: tubal ligation was done. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2012: an iud is malpositioned in the lower uterine segment with one of the horizontal arms embedded in the myometrium on the left side. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2019: plaintiff fact sheet and mr received. New reporter, patient demographic information, patient concurrent conditions and lab data, essure indication were added. Events abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, weight gain / loss specify which one: weight loss and vaginal pain were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain / pain pelvic') in a 37-year-old female patient who had essure (batch no. A02552) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, fibroids, endometrial biopsy abnormal, cyst of ovary, left lower quadrant pain, trauma, fracture, wrist pain, vulvovaginal pain, insomnia, concentration impairment, pain in elbow and vaginal pain. Previously administered products included for an unreported indication: mirena from january 2010 to january 2012. Concurrent conditions included overweight, malignant neoplasm of cervix uteri, endocervical squamous metaplasia, cone biopsy of cervix, vaginal laceration, vulvovaginal pain, cervical intraepithelial neoplasia iii, loop electrosurgical excision procedure, seasonal allergy, hyperlipidemia, breast mass, breast pain, human papilloma virus infection, cervical high grade squamous intraepithelial lesion, back pain, coccydynia, cellulitis, rash, motion sickness, painful r arm, carpal tunnel syndrome, pain in elbow, abdominal pain upper, weight loss, gastric disorder, gastroesophageal reflux disease, dysphagia, heartburn, right upper quadrant pain, pancreatic disorder, bloating, nausea, vomiting, night sweats, irritability and acute gastritis (without hemorrhage). Concomitant products included fluoxetine hydrochloride (prozac) since (B)(6) 2012 for depression and anxiety as well as esomeprazole30-nov-2016 to february 2017, estradiol cipionate;medroxyprogesterone acetate (lunelle), fluticasone from 28-aug-2012 to 30-nov-2016, levonorgestrel (mirena) since (B)(6) 2010, lorazepam from 28-aug-2012 to 30-nov-2016, medroxyprogesterone acetate (depo-provera)11-mar-2012 to september 2012, pantoprazole from 30-nov-2016 to 30-dec-2016, salbutamol (albuterol) from 28-aug-2012 to 14-nov-2017 and venlafaxine from 25-apr-2012 to 8-aug-2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In j(B)(6) 2016, the patient was found to have weight decreased ("weight gain / loss specify which one: weight loss"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression/ psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish/ psych injury/ anxiety"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), vaginal infection ("vaginal infection") and allergy to metals ("nickel allergy"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and vaginal infection had resolved, the vaginal haemorrhage, menorrhagia, depression, anxiety and vulvovaginal pain was resolving, the weight decreased had not resolved and the allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: tubal ligation was done. Plaintiff received treatment for pelvic pain, abdominal pain, dysmennorhea (cramping), psych injury and vaginal infection. 4 coils seen on the right, no coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2012: an iud is malpositioned in the lower uterine segment with one of the horizontal arms embedded in the myometrium on the left side. Lot number: a02552. Manufacture date: 2012-04. Expiration date: 2015-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received-case become medically confirmed. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain / pain pelvic') in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, fibroids, endometrial biopsy abnormal, cyst of ovary, left lower quadrant pain, trauma, fracture and wrist pain. Previously administered products included for an unreported indication: mirena. Concurrent conditions included overweight, malignant neoplasm of cervix uteri, endocervical squamous metaplasia, cone biopsy of cervix, vaginal laceration, vulvovaginal pain, cervical intraepithelial neoplasia iii, loop electrosurgical excision procedure, seasonal allergy, hyperlipidemia, breast mass, breast pain, human papilloma virus infection, cervical high grade squamous intraepithelial lesion, back pain, coccydynia, cellulitis, rash, motion sickness, painful r arm, carpal tunnel syndrome, pain in elbow, abdominal pain upper, weight loss, gastric disorder, gastroesophageal reflux disease, dysphagia, heartburn, right upper quadrant pain, pancreatic disorder, bloating, nausea, vomiting, night sweats, irritability and acute gastritis (without hemorrhage). Concomitant products included fluoxetine hydrochloride (prozac) since (B)(6) 2012 for depression and anxiety as well as medroxyprogesterone acetate (depo-provera) (B)(6) 2012 to (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient was found to have weight decreased ("weight gain / loss specify which one: weight loss"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression/ psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish/ psych injury"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)") and vaginal infection ("vaginal infection"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and vaginal infection had resolved, the vaginal haemorrhage, menorrhagia, depression, anxiety and vulvovaginal pain was resolving and the weight decreased had not resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: tubal ligation was done. Plaintiff received treatment for pelvic pain, abdominal pain, dysmennorhea (cramping), psych injury and vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2012: an iud is malpositioned in the lower uterine segment with one of the horizontal arms embedded in the myometrium on the left side. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received: events per pfs: abdominal pain, dysmennorhea (cramping) and vaginal infection were added. Outcome for events pelvic pain, abdominal pain, dysmennorhea (cramping) and vaginal infection were resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain / pain pelvic') in a 37-year-old female patient who had essure (batch no. A02552) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, fibroids, endometrial biopsy abnormal, cyst of ovary, left lower quadrant pain, trauma, fracture, wrist pain, vulvovaginal pain, insomnia, concentration impairment, pain in elbow and vaginal pain. Previously administered products included for an unreported indication: mirena from (B)(6) 2010 to (B)(6) 2012. Concurrent conditions included overweight, malignant neoplasm of cervix uteri, endocervical squamous metaplasia, cone biopsy of cervix, vaginal laceration, vulvovaginal pain, cervical intraepithelial neoplasia iii, loop electrosurgical excision procedure, seasonal allergy, hyperlipidemia, breast mass, breast pain, human papilloma virus infection, cervical high grade squamous intraepithelial lesion, back pain, coccydynia, cellulitis, rash, motion sickness, painful r arm, carpal tunnel syndrome, pain in elbow, abdominal pain upper, weight loss, gastric disorder, gastroesophageal reflux disease, dysphagia, heartburn, right upper quadrant pain, pancreatic disorder, bloating, nausea, vomiting, night sweats, irritability and acute gastritis (without hemorrhage). Concomitant products included fluoxetine hydrochloride (prozac) since(B)(6) 2012 for depression and anxiety as well as esomeprazole (B)(6) 2016 to (B)(6) 2017, estradiol cipionate;medroxyprogesterone acetate (lunelle), fluticasone from (B)(6) 2012 to (B)(6) 2016, levonorgestrel (mirena) since (B)(6) 2010, lorazepam from (B)(6) 2012 to (B)(6) 2016, medroxyprogesterone acetate (depo-provera) (B)(6) 2012, pantoprazole from (B)(6) 2016, salbutamol (albuterol) from (B)(6) 2012 to (B)(6) 2017 and venlafaxine from (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient was found to have weight decreased ("weight gain / loss specify which one: weight loss"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression/ psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish/ psych injury/ anxiety"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), vaginal infection ("vaginal infection") and allergy to metals ("nickel allergy"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and vaginal infection had resolved, the vaginal haemorrhage, menorrhagia, depression, anxiety and vulvovaginal pain was resolving, the weight decreased had not resolved and the allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: tubal ligation was done. Plaintiff received treatment for pelvic pain, abdominal pain, dysmennorhea (cramping), psych injury and vaginal infection. 4 coils seen on the right, no coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2012: an iud is malpositioned in the lower uterine segment with one of the horizontal arms embedded in the myometrium on the left side. Most recent follow-up information incorporated above includes: on 14-feb-2020: plaintiff fact sheet received. Lot number added. Onset date of historical drug were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain / pain pelvic') in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, fibroids, endometrial biopsy abnormal, cyst of ovary, left lower quadrant pain, trauma, fracture and wrist pain. Previously administered products included for an unreported indication: mirena. Concurrent conditions included overweight, malignant neoplasm of cervix uteri, endocervical squamous metaplasia, cone biopsy of cervix, vaginal laceration, vulvovaginal pain, cervical intraepithelial neoplasia iii, loop electrosurgical excision procedure, seasonal allergy, hyperlipidemia, breast mass, breast pain, human papilloma virus infection, cervical high grade squamous intraepithelial lesion, back pain, coccydynia, cellulitis, rash, motion sickness, painful r arm, carpal tunnel syndrome, pain in elbow, abdominal pain upper, weight loss, gastric disorder, gastroesophageal reflux disease, dysphagia, heartburn, right upper quadrant pain, pancreatic disorder, bloating, nausea, vomiting, night sweats, irritability and acute gastritis (without hemorrhage). Concomitant products included fluoxetine hydrochloride (prozac) since (B)(6) 2012 for depression and anxiety as well as esomeprazole (B)(6) 2016 to (B)(6) 2017, estradiol cipionate;medroxyprogesterone acetate (lunelle), fluticasone from (B)(6) 2012 to (B)(6) 2016, levonorgestrel (mirena) since (B)(6) 2010, lorazepam from (B)(6) 2012 to (B)(6) 2016, medroxyprogesterone acetate (depo-provera) (B)(6) 2012 to (B)(6) 2012, pantoprazole from (B)(6) 2016 to (B)(6) 2016, salbutamol (albuterol) from (B)(6) 2012 to (B)(6) 2017 and venlafaxine from (B)(6) 2012 to (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient was found to have weight decreased ("weight gain / loss specify which one: weight loss"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression/ psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish/ psych injury/ anxiety"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), vaginal infection ("vaginal infection") and allergy to metals ("nickel allergy"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and vaginal infection had resolved, the vaginal haemorrhage, menorrhagia, depression, anxiety and vulvovaginal pain was resolving, the weight decreased had not resolved and the allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: tubal ligation was done. Plaintiff received treatment for pelvic pain, abdominal pain, dysmennorhea (cramping), psych injury and vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2012: an iud is malpositioned in the lower uterine. Segment with one of the horizontal arms embedded in the myometrium on the left side. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media received. Reporter information added. Event: nickel allergy were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.